Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. After placing a non-bsc guide wire, a 4.50mm x 12mm nc emerge® balloon catheter was advanced for predilation. It was then noted that the wire was sticky. The device was removed for the wire to be wiped, however the shaft at the transition point, broke outside the patient's body. No patient complications were reported and patient's status was good.